Manufacturer narrative:
A ge representative evaluated the system and calibrated the generator, reseated circuit boards, and reloaded software. System operates as intended.

Event description:
Customer reported poor image quality - unusable image. No patient injury was reported.